Manufacturer narrative:
The analyzer was eval by a field service engineer and a cuvette flood was determined to be the cause of the erroneous results. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This event was originally filed with MDR 2050012-2010-00294. During this retrospective review, it was determined that additional mdrs were required to be filed.

Event description:
The customer contacted beckman coulter, inc (bci) to report erroneous high creatinine test results were when using the au2700wi-u7clinical chemistry analyzer. The customer amended creatinine test results from 13 pts when the tests were repeated on (B)(6) 2010. The erroneous low test results were reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt mgmt. This is event 3 of 13 reported by this customer. This event was initially reported in 2010 as MDR 2050012-2011-00294. An MDR was filed for of the 13 pts.